Manufacturer narrative:
(B)(4). Device was initially reported as returning. Subsequent information received from abbott vascular (B)(4) on (B)(6) 2011, indicated the device was shipped to abbott vascular (B)(4); however, the device was not received for analysis. The device was not received for evaluation. A cuff miss (suture not present during plunger retraction) can occur due to a number of factors including, but not limited to: needle deflection during plunger deployment because of interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but cannot be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. There does not appear to be any indication of a lot specific manufacturing or product deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, the plunger was retracted, however the suture was not present. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.